Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that there was a malfunction and the patient was getting two codes on his "code reader", which were specified as 8286 and 8254. It was noted the pump was going off every ten minutes on (B)(6) 2017. The patient had never heard an alarm before and it took a while for him to determine it was his pump alarming. It was unknown if the patient had recently had a refill, however it was stated the patient was not due for a refill for another month on (B)(6) 2017. The patient confirmed he would be in the doctor's office in about an hour to follow up with the healthcare provider (hcp). No symptoms were reported. The non-critical low reservoir code was seen on (B)(6) 2017 and the critical empty reservoir alarm was noted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-14. It was reported that as an action/intervention taken to resolve the empty reservoir alarm the hcp aspirated the pump. The cause of the empty pump reservoir was stated as "remove meds and refill". The empty reservoir alarm was resolved.